Event description:
It was reported that after predilatation, the proximal circumflex was first stented with a 2.25 x 15 mm xience nano due to the heavy calcification throughout the circumflex artery. Then the rx trek was used to dilate the entire circumflex distal to proximal (atmospheres unknown). At this time, a dissection was noted in the distal circumflex. The xience nano was advanced, but it would not cross distally due to the calcification. Then the mini vision was advanced and it also would not cross for the same reason. At this point, the case was aborted and the patient will be coming back to the cath lab for treatment of the circumflex lesion and distal dissection and will most likely require a rotoblater to get through the heavy calcification. The patient also needs treatment of the left anterior descending artery. This was a 3 hour case which is a significant delay. In addition, the patient has to return for further treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the adverse effects section of the rx trek/mini trek instructions for use, is a known adverse event associated with coronary angioplasty procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.